Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6.2 cm diameter abdominal aortic aneurysm approximately one month ago. It was reported that during deployment of the endurant bifurcated stent graft etbf2816c145e, the physician's right-hand glove became entangled in the external slider and the screw gear. During attempts to remove the glove from the screw gear mechanism, the partially deployed stent graft was accidently pulled down approximately 10-15mm from the intended landing zone. An endurant aortic cuff was implanted and unintentionally occluded the left renal artery. The decision was made to perform a snorkel in order to restore blood flow to the left renal artery. The additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (inaccurate stent graft deployment, vessel occlusion). (Inaccurate stent graft deployment).